Event description:
The customer reported a leak at the blood sampling valve (bsv) of the lh 500 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) discovered that the probe wipe rinse block was misaligned and could not move as required. The fse realigned the probe wipe rinse block and the leak was resolved. Failure mode of the event was the misaligned probe wipe rinse block and issue was resolved following service.

Manufacturer narrative:
(B)(4).